Manufacturer narrative:
The subject device was returned for evaluation. Visual evaluation noted a bent guide wire. Simulated use test performed resulted in deployment of broken fastener. The reported deployment issue / found broken fastener is a known result of a bent guide wire. Internal component evaluation finds that all of the components are in place and in good condition, no manufacturing anomalies were found. A review of manufacturing records indicate product was manufactured to specification. Based on the sample evaluation and investigation performed, the root cause for the reported issue is most likely related to the user device interface from applied forces while in use within the inguinal space. The instructions-for-use supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient."

Event description:
As reported, during an unspecified procedure on (B)(6) 2021, the bard/davol optifix straight fixation device was used to fixate an unspecified mesh. As reported, during deployment of the first fastener at a relatively soft part of the upper pubis margin, the fastener could not be fixed and the tip of the guide wire was bent. Therefore, the next fastener could not be deployed. It was reported that there were no loose fasteners in the patient's body. Another device was used to complete the procedure. The surgeon is an experienced user of the optifix device. There was no reported patient injury.